Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on october 13, 2023. The actual sample was not returned, and without any additional information being provided, a thorough investigation could not be performed. A retention sample from the same lot number was obtained. A known good endoscope was able to be inserted and removed from the dissector with no issues. Without a returned device and no additional information provided, and a definitive root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Metal pull-back pin not lining up with tip on dissector.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. Component code: 906- pin. Health effect ¿ impact code: 4648- insufficient information. Health effect ¿ clinical code: 4580- insufficient information. Medical device problem code: 2522- failure to align. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusions: 11 - conclusion not yet available.

Event description:
The user facility reported to terumo cardiovascular that, the metal pull-back pin was not lining up with tip on the dissector. It is unknown when this event occurred, whether the product was changed out, or if there was any effect on the patient or results of the surgery. Terumo continues to attempt to gain more information regarding this event from the user facility. As per the user facility, the device did do what it was supposed to do, and the procedure was for a CABG (coronary artery bypass grafting). A medsun report# 4400150000-2023-8068 was received on september 19, 2023 regarding the issue.